Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the incident, the technical support specialist (tss) confirmed that the refrigerator was accessible and that the issue was resolved after the customer used the keys to open it. The customer confirmed the resolution and requested that the case be closed. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, a door failure occurred. The refrigerator failed and did not open after restart attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.